Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the mid to distal lad. After pre-dilatation, the device was inserted but could not pass the calcified lesion. Upon withdrawal it was noticed that the stent got deformed. Further balloon dilatation was performed. Poba procedure was successful with no complications.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the mid to distal lad. After pre-dilatation, the device was inserted but could not pass the calcified lesion. Upon withdrawal it was noticed that the stent got deformed. Further balloon dilatation was performed. Poba procedure was successful with no complications.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Judging from the x-ray markers, the stent is not displaced. The stent is not deformed or damaged. The crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patient's anatomy (i.e. Severe calcification).